Event description:
It was reported that a user experienced low glucose readings while attempting to use a freestyle libre 3+ continuous glucose monitor (cgm) with the ilet, during which the sensor temporarily lost connection and later reconnected showing a value of 53 mg/dl. Pairing reportedly failed to the ilet only, and the user planned to contact the sensor manufacturer for a potential sensor error. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and recovery of glucose into the 80s mg/dl without medical intervention. Investigation included troubleshooting and user education, including verification with a glucometer and guidance to monitor the sensor. Investigation of this case revealed discordant cgm and glucometer values and a transient connectivity issue with the fsl3+ that could affect displayed glucose. It was concluded that the hypoglycemia event was reported in the context of a cgm error and connection problem, with no evidence of ilet malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.